Event description:
A 4.0 mm diameter x 15 mm length driver coronary stent system was inserted into a pt in 2004. Vessel morphology is unknown. The stent was deployed in the proximal left arterial descending artery. The pt was sent to intensive care and it was reported the pt was fine. It was reported during the night the pt was having chest pains and the on-call physician brought the pt emergently back to the cardiac catheterization lab. The pt had an acute thrombotic occlusion. The cause of the thrombosis is unknown. The original implanting physician brought the pt back the following day. The physician was not happy with the results of the second procedure and implanted a third driver stent with good results. No additional clinical sequelae were reported and the pt is reported to be fine.